Event description:
Information was received indicating that at the end of therapy with a smiths medical cadd cassette reservoir, it was noted that the pump seemed to infuse slower than the indicated volume remaining in cassette. The reporter indicated that 11% volume remained after infusion was supposed to be complete. No adverse effects were reported.